Manufacturer narrative:
Product analysis conclusion; the reported endoleak was confirmed on the films provided; however, the cause or type of endoleak could not be determined. Complete recent CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. Although it cannot be confirmed on the limited film provided, it is possible that a type iiib endoleak occurred. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to the reported type iii endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm on an unknown date. It was reported 15 years later, the patient presented with a ruptured aneurysm. A CT identified a type iii endoleak roughly 3-4 cm from the proximal edge of the graft. Intervention was performed an endurant aui stent graft was implanted. While extending this with a 16x16x93mm endurant limb it was said that during its deployment, the patients blood pressure dropped and the patient went into cardiac arrest. Chest compressions were commenced but the patient expired. The patient expired due to the ruptured aneurysm. As per the physician the cause of the event could not be determined. No additional clinical sequelae were provided and the patient is expired.